Event description:
A nurse reported an intraocular lens (iol) implant was exchanged due to a pt experiencing blurry vision. Add'l info was rec'd from the surgeon who reported that the pt's vision is 20/20, but the pt reported "nothing is clear." The surgeon reported the blurred vision continues and there is no reason for the blurred vision. Posterior capsular opacification was observed. The surgeon reported the use of an unapproved handpiece and viscoelastic during the procedure.

Manufacturer narrative:
Evaluation summary: the lens was returned with solution, broken haptic damage, and torn/split optic damage. Results from the product history record review indicated the product met released criteria. A lens bench test could not be conducted due to the optic damage. The questionnaire indicated the use of a handpiece and viscoelastic. This is an unapproved cartridge/handpiece combination. Also, the viscoelastic is not qualified for use in the cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause for the complaint of blurry vision. The root cause of the observed lens damage is most likely related to a failure to follow the dfu. The file indicates the use of an unapproved lens/cartridge combination with an unqualified viscoelastic. The use of unqualified combination of product may result in lens delivery difficulties or damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was rec'd on 06/28/2013. (B)(4).